Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 6632-3-610, s-2 tibial baseplate; cat# 6632-3-610; lot# ptwt. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Total knee, implanted approximately 15 years ago, has become painful. Bone scan showed an uptake around prosthesis.